Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 1688tc-58, competitor lead, implanted (B)(6) 2010; model 1688tc-52, competitor lead, implanted (B)(6) 2010; model addr01, implantable pulse generator (ipg), implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the ventricular lead warning was on. The right ventricular (rv) lead had decreasing impedance with increased threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal and proximal conductors of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.